Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. Per the device directions for use: "utilization of damaged coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration and/or stretching." It is likely that the device performance was limited due to procedural factors during use; therefore, a cause of operational context has been assigned to the reported event.

Event description:
It was reported that the patient presented with a ruptured internal carotid artery aneurysm. During procedure, the last coil (subject device) was detached and immediately after removing the detachment system, the coil migrated out of the aneurysm. The physician used an unknown type of snare device to successfully retrieve the coil and no patient complications were reported. The physician's opinion that was reported indicated that stretching of the coil caused the coil to migrate.

Manufacturer narrative:
The subject device was disposed of.

Event description:
It was reported that the patient presented with a ruptured internal carotid artery aneurysm. During procedure, the last coil (subject device) was detached and immediately after removing the detachment system, the coil migrated out of the aneurysm. The physician used an unknown type of snare device to successfully retrieve the coil and no patient complications were reported. The physician's opinion that was reported indicated that stretching of the coil caused the coil to migrate.